Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 9.7 cm from the connector pin and exposed the distal coil which resulted in noise. Abrasions are indicative of exposure to constant friction with another implantable device.

Event description:
It was reported that the patient experienced 60 shocks. The arterial lead exhibited noise. The lead was explanted and replaced.